Event description:
Lifeport reservoir removed. The catheter portion had been previously removed at a facility according to the surgeon. The catheter had migrated to the groin area after it had separated from the reservoir while still in the pt. The lifeport was originally implanted on 10/04/1996.